Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a device check with a long charge time alert. It was unknown when the alert was first triggered, but the device timed out again when attempted to run a manual capacitor maintenance. The patient will be scheduled for generator replacement.